Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 115 mg/dl. Customer states they are unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer states they are stuck in rewind complete loop. Troubleshooting was performed. Customer reported that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.